Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. A perforation occurred during use of an unspecified device. The 2.8 x 19 mm graftmaster stent delivery system was advanced; however, due to the patient anatomy, the device was unable to cross to the target lesion. A second, unspecified stent delivery system was advanced and deployed at the perforation; however, the perforation was not sealed. The patient was then taken to surgery for a bypass procedure. Post procedure, the patient is doing well. No additional information was provided.